Manufacturer narrative:
The technician found the siderail center lift arm was cracked and the d-pin was bent. He replaced the lift arm and pin to repair the bed.

Event description:
Info rec'd indicates the right foot siderail will not latch.